Event description:
The customer stated that 2 packs of clinical chemistry creatine kinase cartridges lot #52044hw00 generated aberrant controls. There was no impact to pt management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot #52044hw00, expiration october 19, 2007, may cause decreased qc and/ or pt results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when the cartridge is initially placed into use on the architect csystem. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.